Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151722.

Event description:
Voluntary medwatch received states that the lead was explanted due to product performance issue. The lead is no longer in service.